Event description:
It was reported patient was implanted with a left stryker knee approx. (B)(6) 2014 and is experiencing pain. Patient reported when he walks he hears rattling sounds, also when he puts his hands on the knee cap, he can feel the rattling vibration.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information will be requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.